Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was completed. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. Th issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the surgeon stated during the case, the system kept shutting itself down. The medtronic representative tried a few troubleshooting techniques, tried to recreate the issue with the biomed without success. The medtronic representative also tried reseating cables and reboots. Neither medtronic representative or the biomed could recreate the issue. The surgery was completed with another navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that this instance is tracked through software anomaly tracking database and references to this case have been added to that record.. If information is provided in the future, a supplemental report will be issued.